Manufacturer narrative:
B3. Corrected data, supplemental report: inadvertently did not update event date based on new data from product analysis. B6. Corrected data, supplemental report: inadvertently did not list the diagnostic results observed in the generator product analysis.

Event description:
A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.

Event description:
Product analysis was completed on the lead. A break was identified in both the positive and the negative lead coils. Scanning electron microscopy images of the positive and negative coil show that pitting or electro-etching conditions have occurred at the break location. Due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism of the broken coil wires cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions were noted on the outer silicone tubing at multiple locations. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications. No other relevant information has been received to date.

Event description:
The generator and lead were explanted, and the products were received for analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
The patient presented with high impedance. It was noted that x-rays were performed and there did not seem to be enough slack in the lead and the wires were bunched up near the generator. It was noted that the patient is not a twiddler and has not had any trauma other than normal falls due to seizures. It was noted that the patient had a breakthrough seizure a month before the high impedance was observed and no longer has voice alteration with stimulation. It was noted by the physician that per x-rays one of the leads has "snapped in half". Ap and lateral chest and neck x-rays were reviewed. The connector pin appears to be fully inserted inside the connector block, and the feedthru wires appear intact. The lead was visualized in the chest and neck. The lead is not routed behind the generator. Two sets of electrodes can be seen on the nerve as this is the patient's second lead. A clear discontinuity is present between the section of the lead near the electrodes and the remaining portion of the lead. The lead is also tangled near the generator. Based on the x-rays received, the cause of the high impedance is due to the discontinuity in the lead and the tangled portion of the lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.